Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.

Event description:
The customer contacted the siemens technical solutions center after obtaining discordant calcium results on two patient samples ((B)(6)) on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were rerun on an alternate dimension vista instrument and resulted higher. The rerun results were reported to the physician(s). During a review of the instrument files, it was discovered that quality controls and patient samples had been dispensed into aliquot wells that other quality control (qc) material had already been dispensed into. Qc results for sodium (na), chloride (cl), calcium (ca), and magnesium (mg) resulted within range despite being dispensed onto other qc material. Qc results were out of range for urine cerebrospinal fluid protein (ucfp), potassium (k), glucose (glu), troponin (ctni), ammonia (amon), ethyl alcohol (etoh), total protein (tp), and vitamin b12 (vb12). No patient samples were tested while qc was out of range. It was also discovered that patient samples tested for alkaline phosphatase (alp), alanine aminotransferase (alt), aspartate aminotransferase (ast), total bilirubin (tbil), total protein (tp), albumin (alb), urea nitrogen (bun), calcium (ca), chloride (cl), carbon dioxide (co2), creatinine (crea), direct bilirubin (dbil), glucose (glu), potassium (k), sodium (na), magnesium (mg), phosphorous (phos), hemoglobin a1c (hba1c), creatine kinase (cki), and phenytoin (ptn) had been dispensed into aliquot wells containing qc material. It is unknown if the initial results for samples other than (B)(6) were reported to the physician(s). The samples were rerun and some rerun results varied from the initial results. It is unknown which rerun results were reported to the physician(s). There are no reports of adverse health consequences due to the qc or patient samples being dispensed into the same aliquot wells as other qc material.